Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: rep called to report device misfire meant clips not forming and clips spitting. It is unknown how case completed. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 5 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thoracotomy procedure, the device misfired. No additional information was available at the time of call. There was no patient consequence reported. One device will be returned. (B)(4).